Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of surgery-related complications and/or observations as follows: "precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects including: diarrhea, abnormal stools, constipation, flatulence, dyspepsia."

Event description:
Doctor reported an event of "bleeding", a lap-band ap system surgical revision "device replaced during same surgery needle injury" took place to treat event. The event was resolved without sequelae.